Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. Additionally, patient's one of the octrode leads had migrated. The patient therefore underwent surgical intervention on (B)(6) 2025 wherein the ipg was explanted and replaced. During the procedure, physician was unable to reposition the migrated lead due to scar tissue and explanted it. The other remaining lead was repositioned to restore effective stimulation.